Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed flow test and rate accuracy calibration where vpmr was out of range (144.4) during preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device had failed flow test and rate accuracy calibration where vpmr was out of range (144.4) during preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device had failed flow test and rate accuracy calibration where vpmr was out of range (144.4) during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: annex c: c23. Annex d: d11. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module failing for rate accuracy was confirmed; however, the rate calibration performed passed at the lower end of the specification while testing the device during the investigation. During laboratory testing, rate accuracy initially demonstrated the returned pump failing with an actual error of (B)(4) being recorded. Although rate calibration successfully passed and adjusted the vpmr, the value appeared low for a ~ 2-year-old device. An internal inspection of the pump identified the top left screw insert on the bezel boss backed out and out of position. As a result of the issue, a lift was observed in this area of the mechanism assembly and the bezel. Once the screw insert position on the bezel boss was corrected, alaris system maintenance rate calibration test results demonstrated the pump passing, adjusting the vpmr to near a nominal value. A log review was not deemed necessary for this investigation as there was no report of patient involvement. The alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Should an instrument be dropped or severely jarred the, the dfu instructs the user to immediately take the instrument out of use and should be inspected by qualified service personnel to ensure its proper function prior to use. The incident pump module was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.